Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit would not operate on ac. The customer reported that it is unknown if the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user. Patient's information has been requested.